Event description:
The patient felt no stimulation sensation. The patient was able to use his programmer to adjust stimulation 1 week earlier. The patient programmer self test revealed that the implantable neurostimulator may have been in a power on reset condition. The patient was redirected to his hcp. The patient was sent in clinic on (B) (6) 2009. The implantable neurostimulator was at factory settings. The device was reprogrammed. Two days later, the patient called the hcp reporting a loss of stimulation. The hcp planned on replacing the implantable neurostimulator battery (B) (6) 2009. The patient's outcome was reported as a non-serious injury/illness.

Manufacturer narrative:
(B) (4).